Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge, and technical support advised the caller to contact them again for troubleshooting if the problem recurs.